Event description:
The pt was receiving "great pain relief." During a pump refill procedure, the catheter was "stuck" with the needle. On (B)(6) 2011, a catheter revision was performed. Following the revision, the pt was "doing well."

Manufacturer narrative:
(B)(4).